Event description:
It was reported that before use of the syringe plastipak 5ml there was an issue with foreign matter. The syringe was dirty in the sealed package. The following information was provided by the initial reporter, translated from portuguese to english: sealed but dirty syringe.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe plastipak 5ml there was an issue with foreign matter. The syringe was dirty in the sealed package. The following information was provided by the initial reporter, translated from portuguese to english: sealed but dirty syringe.